Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with the pusher assembly and undamaged. The smart coil pusher assembly was tested with ring gauge and was within specification. Conclusions: evaluation of the returned smart coil revealed a functional and undamaged device. During functional testing, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. The reported inability to advance the smart coil through its introducer sheath was unable to be confirmed. Evaluation of the second smart coil revealed a device returned inside its introducer sheath with offset coil winds. Based on the return condition, the reported complaint was unable to be confirmed and the root cause of the alleged complaint was unable to be determined. During functional testing, the device was able to advance out of its introducer sheath and a demonstration microcatheter without issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01088 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01088.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of its introducer sheath and into the hub of the non-penumbra microcatheter and, therefore, the smart coil was removed. The physician then noticed that a second smart coil was outside of its introducer sheath upon opening of the packaging. The issue with this smart coil was found prior to use and, therefore, the smart coil was not used in the procedure. The procedure was then completed using new coils. There was no report of an adverse effect to the patient.